Event description:
It was reported in a letter from the patient that the patient underwent a total spine fusion, utilizing hardware in an attempt to correct a 75 degree scoliosis. It is further reported that the patient has parkinson's disease and that those symptoms were further complicated by the scoliosis. Approximately 3 months post-op, during a routine check-up, x-rays were taken showing the implanted rods had broken. The patient reported experiencing pain in the hip, not being able to sit for prolonged periods and difficulty sleeping. The patient also claims to have undergone pain therapy and was unable to complete physical therapy. The patient underwent a revision surgery approximately 5 months post-op.

Event description:
It was reported that the patient underwent an alif and posterior fusion at t9-pelvis. Approximately 3 months post-op on routine visit with x-rays, patient had bi-lateral rod breakage, l5-s1 on the left and l4-5 on the right. The patient underwent a revision surgery 6 months post-op with an alif at l5-s1, l4-5 and a tlif at l3-4. No additional patient complications were reported.

Event description:
Additional information received from the patient's medical records found that the patient presented pre-op with worsening severe double major kyphoscoliosis, pain, fatigue, and inability to stand erect. Patient underwent surgery for alif l4-5 and l5-s1 with peek interbody implants, left sided tlif l3-4 with peek implant, posterior osteotomy l2-3, and t3-pelvis posterior fusion with titanium posterior hardware and bcp. 4 weeks post-op the surgeon noted a "big" seroma in the upper thoracic spine at t9-t10. 20cc of serosanguineous fluid was drained under sterile prep. X-rays showed good position of hardware and maintenance of coronal and sagittal balance. 3 months post-op, ap and lateral films show the right side rod broken between l4-l5 and the left side rod broken between l5-s1. 5 months post-op the patient underwent a revision surgery with re-instrumentation. Pseudoarthrosis was noted at l5-s1. One month po st-revision, x-rays taken showed good position of the hardware and reconstitution of the construct to the pelvis.

Manufacturer narrative:
(B)(6). (B)(4). The rod was returned for analysis. Visual examination confirms rod breakage. Visual and optical examination of the rod surfaces near the area of fracture surface crack origination provides evidence of witness marks consistent with rod bender utilization. Fracture surface analysis suggests a multi-modal failure, with an initial fairly flat fracture surface with progressive striations, subsequently followed by single cycle bend stress overload as evidenced by the river lines and shear lips, resulting in ultimate failure of the rod. Fracture surface damage noted. Dimensional analysis confirms rod diameter conforms to print specification. While no hardness specification is defined for this material, rockwell hardness correlates linearly with important properties of materials, such as tensile strength. Hardness readings suggest both rods conform to material tensile specifications. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information. Without additional information, a review of the device history records is not possible.

Manufacturer narrative:
(B)(4).